Event description:
This complaint is from a literature source and the following citation was reviewed: weber w, bendszus m, kis b, boulanger t, solymosi l, kühne d. A new self-expanding nitinol stent (enterprise) for the treatment of wide-necked intracranial aneurysms: initial clinical and angiographic results in 31 aneurysms. Neuroradiology. 2007 jul;49(7):555-61. Doi: 10.1007/s00234-007-0232-2. Epub 2007 may 3. Pmid: 17476494. Objective: authors report the results of the european prospective study using the enterprise stent in the treatment of 31 wide-necked aneurysms. Cerenovus devices that were used in this study: enterprise stent. Non-cerenovus devices that were also used in this study: n/a. Adverse event(s) and provided interventions possibly associated with unidentified enterprise stent: patient ID #01-04 experienced intraprocedural stent (thrombosis) treated with IV administration of reopro and presented 30 days with fluctuation mild (hemiparesis) and angiography demonstrated a vessel narrowing at stent site presumed to be recurrent stent (thrombosis). Patient underwent ipsilateral extra-/intracranial bypass surgery (surgical intervention) and completely recovered afterwards. Patient ID #01-10 experienced singular generalized epileptic seizure 3 months after procedure and subsequent MRI showed a small acute embolic ischemia in the parietal lobe ipsilateral to the lesion. Patient showed no focal neurological symptoms and further seizures were not evident. This delayed embolic event was presumed to be device-related.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). This complaint is from a literature source and the following citation was reviewed: weber w, bendszus m, kis b, boulanger t, solymosi l, kühne d. A new self-expanding nitinol stent (enterprise) for the treatment of wide-necked intracranial aneurysms: initial clinical and angiographic results in 31 aneurysms. Neuroradiology. 2007 jul;49(7):555-61. Doi: 10.1007/s00234-007-0232-2. Epub 2007 may 3. Pmid: 17476494. Patient ID (B)(6) experienced singular generalized epileptic seizure 3 months after procedure and subsequent MRI showed a small acute embolic ischemia in the parietal lobe ipsilateral to the lesion. Patient showed no focal neurological symptoms and further seizures were not evident. This delayed embolic event was presumed to be device related. Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. Section e.1: initial reporter address line 2: (B)(6). Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious. The events are both reportable to the us FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.